Event description:
It was reported while using a bd preset¿ eclipse¿ syringe, there was an air bubble in the syringe and blood leaked past the plunger stopper. No impact was reported.

Manufacturer narrative:
Investigation summary: "material #: 364391. Lot/batch #: 3237192. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage was observed. The failure mode of air bubbles was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional draw testing and the issues of leakage and air bubbles were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. This complaint could not be confirmed for the failure mode air bubbles. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."